Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the navigation system camera cart was disconnected from the main cart. When re-connected the navigation system displayed a message that it was attempting to connect to ip then lost display functionality. The site opted to complete the procedure without the camera cart and just use the main cart monitor. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. Following the procedure, the navigation system was restarted and the system functioned as designed. It was suspected that the site closed the prompt on the navigation system, resulting in the issue. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.